Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an mitral valve procedure. Reportedly, a proglide device deployed successfully; however, was difficult to remove from the vessel. A scalpel cut through the subcutaneous tissue to release the device from the vessel wall. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the valve procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - correction: updated lot number from unk to 2101341.